Event description:
A customer obtained lower than expected test results for alpha-fetoprotein (afp), diluted-bhcg, inhibin a, and unconjugated estriol (ue3) for one patient's sample. The sample was re-tested and recovered higher than initial results. The specimen was also tested on a different instrument and higher results were obtained. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Beckman coulter inc. (Bci) was not informed about this event until 06/04/09 during an investigation into a similar issue on a different instrument in the customer's lab. Service was not dispatched for this event, and no additional information is available. A malfunction will be assumed for the purpose of this report.